Event description:
It was reported that the lead was dislodged; there was no ventricular capture and the lead was sensing p-waves. The lead was explanted and discarded.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.